Manufacturer narrative:
Concomitant medical products: product ID 3889, lot# va0vabd, implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via the manufacturer representative (rep) for a clinical study reported there was contraindication with other therapy, MRI and surgery. The system initially controlled symptoms, but lost effectiveness. Actions/interactions include gentle traction and entire lead was removed. The issue was resolved. Relevant medical history includes urinary retention, constipation, chronic uti, diarrhea, pelvic pain, and spinal bifida. No further complications were reported/anticipated.